Event description:
Info received indicates the right foot siderail will not lock into position.

Manufacturer narrative:
The tech found a gummy substance in the siderail latch mechanism which prevented the siderail from latching. The tech cleaned the siderail latch mechanism to repair the bed.